Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing. It was noted that oversensing occurred while the patient was sleeping. The oversensing could not be recreated in-clinic. The device was reprogrammed. The device remains in use. No adverse patient effects were reported.